Event description:
Three patient samples with discrepant results for glucose or urea. Sample 1, initial glucose result gave 0.3 mmol/l; repeat gave 28.2 mmol/l. In 2008; sample 2, initial urea result gave 0.0 mmol/l; repeat gave 2.3 mmol/l. Two day later, sample 3, initial urea result gave 0.1 mmol/l; repeat gave 3.8 mmol/l. Only the initial glucose result for sample 1 was reported by the laboratory before the rerun result was available. No information provided to determine if patient was adversely affected. If additional is received, appropriate notification will be provided.